Manufacturer narrative:
On 21-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear measuring approximately 3.0 was found within the crease/fold on the anterior view and extending to the posterior view. An area of missing material was observed on the posterior view, measuring approximately 0.2 cm x 0,2 cm. A microscopic examination was performed and the cause of the missing material could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the cause of the tear within the crease is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Although no conclusion could be reached on the cause of the missing material, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 500cc mentor smooth round moderate plus profile prostheses and experienced postoperative bilateral deflation. The diagnosis was confirmed based on visual examination. As a result, the patient underwent bilateral removal and replacement with two 550cc mentor smooth round moderate plus profile prostheses (catalog #: 3502550, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient¿s surgeon stated that both implants were fully deflated at the time of the revision surgery, and small holes were observed on the implants upon explantation. This report is for the right-sided prosthesis.